Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: after turning on, the device shows oxygen supply failed. When passing the o2 input test qo2 = 0.0 l/min, in sensor data and in o2 mixer tyest qo2 = 0.0 l/min at any o2 and flow values. Based on this we conclude that qo2 sensor (B)(6) has been damaged. No health consequences or impact.